Event description:
A customer reported a malfunction on their insulin pump, specifically citing a malfunction code of 15. There was no adverse impact to the customer's blood glucose level as a result of this malfunction. The customer, whose pump was out of warranty, expressed interest in obtaining an out-of-warranty loaner pump and needed to wait to discuss this with sales. Technical support initiated the process for replacing the pump, ensuring the customer would receive a device with updated software. The customer was also informed about the need to program their replacement pump settings and connect their cgm to it.